Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1 proglide is being filed under a separate manufacturer report number. The estimated date of the event was reported as occurring six weeks ago from (B)(6) 2011. The customer reported the device was discarded. The lot number was not identified; therefore, a lot history record for this product was not reviewed and a query of the complaint-handling database was not performed. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. It was reported that the physician did not believe that the pseudoaneurysm was caused from the use of the two proglide devices. A device quality deficiency or device failure has not been reported. Without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. However, to assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a percutaneous endovascular aneurysm repair (pevar), arteriotomy closure was successfully achieved of the common femoral artery with two perclose proglide devices. Reportedly, a post procedure angiogram, revealed a pseudoaneurysm in the common femoral artery, which was treated with a direct injection of thrombin. The duration of the hospitalization of the patient was not prolonged. There were no reported adverse patient sequelae. The patient was reported to be in excellent condition. The physician is trained in the use of the perclose proglide device. The physician does not believe that the pseudoaneurysm was caused from the use of the proglide devices. He has not encountered any previous issues with the proglide device. Though requested, no additional information was provided.